Manufacturer narrative:
On 16th september 2021 getinge became aware of an issue with lucea 100 surgical light. As it was stated, the cover was cracked. Photographic evidence shows that particles are missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the headlight cover was cracked, resulting in missing particles and it contributed to the event. The investigated issue was discovered during preventive maintenance, therefore the device was not being used for patient treatment when the event took place. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. Taking into consideration the install base for lucea 50/100 surgical lights, the complaint ratio is low (0,36%). The manufacturing site performed an investigation. Cracks were detected on the light head covers, at the edge of the on/off button. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. The user can visually detect the cracks during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective cover of the affected device (ard368614998 lower cover with fork). For cleaning, the IFU warns the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with lucea 100 surgical light. As it was stated, the cover was cracked. Photographic evidence shows that particles are missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.